Event description:
It was reported that during a procedure, with a pt under anesthesia, the laser turned on with no error messages, but when lased, no heat at end of the fiber and no tissue effect was observed. Two fibers were used. The case could not be completed. No further info is available. Pt outcome: unk.